Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms. The customer reported that their blood glucose (bg) level was occasionally high yet did not provide a specific bg value. The customer changed out the supplies and delivered a bolus each time to manage bg level. Tandem technical support was unable to perform troubleshooting as event occurred in the past.